Event description:
A false low advia centaur xp ca 125 ii result was obtained by the customer and question by the physician. The patient's test history results had been elevated previously and the lower result was considered discordant. The customer performed dilution testing on the patient sample and the results were elevated. There was no known report of adverse health consequences due to the discordant ca 125 ii result.

Manufacturer narrative:
The cause for the customer's discordant low result when compared to the patient's test history and elevated dilution result is unknown. The customer's quality control results was acceptable and there were no other discordant ca 125 ii patient results reported. The customer has decline a field service engineer visit and considers this to be sample specific. There is no discordant sample available for further investigation. No conclusion can be drawn. The instruction for use (IFU) states in the limitation section the following: " measurements of ca 125 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation."